Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used. The suture broke when the surgeon tied the second knot. The surgeon used a device to knot again to complete the procedure. No adverse patient comsequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.